Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ pelvic/chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and behcet's syndrome ('bachet's syndrome') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), behcet's syndrome (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergic rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), nervous system disorder ("neuro condit/prob") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and on (B)(6) 2016 hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, behcet's syndrome, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, dermatitis allergic, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, migraine, nausea, nervous system disorder, visual impairment and weight increased outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, behcet's syndrome, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: apareunia, dysmenorrhea, dyspareunia, pelvic/abdominal pain, back pain, bleeding: menorrhagia, allergy: nickel, rash/skin condition, hypersensitivity, autoimmune: bachet's syndrome, psych injury, bladder/urinary problems: bladder problems, urinary problems, uti, vaginal infection, vaginal discharge, other injuries/symptoms: fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, migraines, nausea, neuro condition/problem, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/chronic, abdominal pain, back pain, bleeding: menorrhagia (heavy menstrual bleeding), nickel allergy, rash/skin condition, hypersensitivity, bachet's syndrome, psych injury, bladder problems, urinary problems, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, migraines, nausea, neuro condition/problem, vision problems, weight gain. Event outcome was added to the event: menorrhagia. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.